Manufacturer narrative:
At the time of this report the device has not been returned to verathon for evaluation, however the return of the device is anticipated. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer reported that during a patient procedure, using a glidescope ranger video monitor, the image cut out and the screen went black. The customer stated that shortly after the image came back, but cut out again. Reportedly the issue could not be duplicated again by the customer. A back-up device was used to compete the procedure, however the type of device used and the delay while preparing that device were not reported. No harm to patient or user was reported.

Manufacturer narrative:
The glidescope ranger video monitor was returned to verathon for evaluation. The technical service representative confirmed the reported intermittent image. The intermittent image was isolated to the video monitor battery, which was approximately seven (7) years old. The video monitor battery was replaced and the video monitor passed all tests. The video monitor was returned to the customer. Corrective action is not required at this time. Verathon will continue to monitor for trends.